Event description:
It was reported that the device exhibited a loss of lv capture resulting in wide qrs complexes that were double counted and causing episodes of non-sustained rv oversensing. No patient symptoms were reported. The patient will be brought in for further evaluation.

Manufacturer narrative:
Further information was requested but not received.